Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v291951 implanted: (B)(6) 2013 product type lead product ID 3888-33 lot# v643872 implanted: (B)(6) 2013 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 21-jul-2013, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(6), ubd: 01-feb-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt mentioned in the call that the therapy is not working the way pt wants it to work. Pt stated therapy doesn't touch where pt has the pain. Pt stated wires are not in that location where the pain is. Pt states spoke to a rep and told him where the pain was and the rep said the wires are not in that location and advised will have to do surgery in order to get that target spot. Pt stated saw the rep 3 months ago when they looked at the device. Pt states rep tried to adjust and just didn't work. Pt states used to work but, is fused s1 to l4 [unrelated], so has always had hip pain. Pt states after awhile hips started hurting because of hips degenerating. Pt states device works fine but just doesn't cover the pain. Agent directed to healthcare provider (hcp). Agent had a hard time understanding the issue and could not get more details. Pt mentioned back was "killing him" today.